Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 246 mg/dl and she treated with an insulin pen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. The insulin pump was received with minor scratched display window and a cracked reservoir tube lip.